Manufacturer narrative:
Concomitant medical products: saline flush 30ml; intravia 250ml infusion bag., therapy date unk. No device/products will be returned per customer. The customer complaint could not be confirmed because the device/products were not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 8 patients were to receive an investigational drug infusion. The infusion details were as follows: 1st infusion (loading dose): rate = 360ml/hr; vtbi = 60ml (10 min. Duration) ¿ programmed as ¿secondary infusion¿ and ran 1st. 2nd infusion: rate = 15ml/hr; vtbi = 60ml (4 hr duration) ¿ programmed as ¿primary infusion¿ and ran second once the loading dose completed 3rd infusion: rate = 5ml/hr; vtbi = 60ml (12 hr duration) ¿ programmed as a single infusion once the 2nd infusion ended. (Total vtbi = 180ml; total duration = 16 hr & 10 min. Over the 3 infusions). All three infusions/rates came from a single infusion bag. In preparation, a intravia® 250ml bag filled with 180ml of dosing solution. Once the bag completes all 3 infusions and is empty, a 30ml saline ¿flush¿ was instilled into the IV bag port to flush the bag and IV administration set to allow the full drug dose to be infused and for the infusion to end on time. The ¿theoretical¿ bag flush time would have been at 7 hours and 12 minutes into the 3rd and final 12 hour infusion. At the end of the infusion, each bag should have ~ 6ml left in the IV bag and ~ 24ml in the IV administration set (since the set has a 24ml priming volume and a 30ml saline flush was used). The pumps can run (per pump manual) up to 5% slow or fast. That means the flush could happen as early as 6 hrs and 51 min. Or as late as 7 hrs and 35 min. Into the 3rd infusion (~20 min. On either side of the 7 hrs & 12 min precise flush time). The patient's first two infusions as described above infused without difficulty, however the returned infusion bag had ~10ml remaining, infusion ended on time, flush occurred 31 minutes late.